Event description:
It was reported following a normal cardiac catheterization, an angio-seal was used. The patient is reported to have a history of hypertension and chest pain and to be taking aspirin, clopidogril, and triofiban. The physician reported that a normal deployment was completed, but queried whether the black compaction marker may have been overexposed (overtamping). Hemostasis was achieved following deployment. The following day, the patient developed a hematoma requiring compression. By day 5 post deployment, the patient was reported to have presented with three small aneurysms measuring 1.5 mm. The patient was referred to interventional radiology for treatment, but treatment was not available at that hospital. Therefore, the patient was referred to the vascular surgeons for further treatment. Additional information has been requested to clarify whether surgical intervention was required and what the outcome was.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. A search of the angio-seal database revealed no training record for the physician. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.